Event description:
It was reported that the system was being explanted due to the patient requiring radiation therapy. It was also reported that during explant attempt of the left ventricular lead, the inferior vena cava (ivc) ruptured due to extraction tools and patient required a sternotomy to repair ruptured ivc. The left ventricular lead remains in patient and is in the right atrium. No further complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.